Manufacturer narrative:
(B)(4). Date sent: 5/25/2016. Batch # = m93h09. The analysis results found that the mcm20 device was returned in good visual condition with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 9 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did device not fire clip? The device fired the clip. Did jaws of device cut vessels? Yes apparently. Or did clip cut vessels? Not apparently. If clip cut vessels, what was shape of clip that cut vessels? How much bleeding occurred during procedure? About 100 cc. Was it necessary to give the patient any blood products? It was a procedure in which usually transfuse blood to patient. How was bleeding controlled? With otterrai devices. Was bleeding controlled during this same procedure? Yes if not, when was bleeding controlled? Was patient brought back to surgery to control the bleeding (reoperation)? No was there any change to procedure or post-op patient care? No.

Event description:
It was reported that during a hepatectomy procedure, during the intervention, the device didn't clip and cut the vessel (hepatic artery and suprahepatic). The clip was removed and was necessary to activate hemostasis due to leakage. It is unknown how the procedure was completed.